Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced seizures following the procedure. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was taken to the hospital. There have been no reports of further complications regarding this event and the patient has since started using the device to find effective pain relief.